Event description:
It was reported that the device had a torn downstream occlusion seal and a scratched lens. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI one device was received for evaluation. Visual inspection found a torn dso seal, scratched lcd lens, and a worn uso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the dso seal was the root cause. The dso seal and lcd lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.